Event description:
The ICD was interrogated. Nips was selected; the ICD charged, delivered a shock, and then a popping sound was heard. The ICD was reinterrogated and it was noted that shocking lead impedances were off. The physician suspected a problem with the bt-10 lead or a break in the co lead insulation. An x-ray was performed and seemed to indicate a possible lead break. Surgery was performed to expose the and an insulation break was indeed observed. The lead was then capped and patch leads were implanted. The ICD was explanted "in case there was a short circuit" and returned to co for evaluation.